Event description:
It was reported that the valve was difficult to adjust and that it was not draining well.

Manufacturer narrative:
The returned valve was patent and passed siphon and reflux testing. It was within specs for all pressure-flow and preimplantation tests. The valve was fully adjustable to all pressure levels in the laboratory. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the mfg records was not possible as no lot number was provided.